Event description:
It was reported that during a ptca/stent procedure the device failed to cross the lesion & was removed through the guiding catheter, contrary to instructions for use. The stent separated from the delivery system & remained on the guide wire. The stent was then deployed at an unintended site in the target vessel. Left main translucency was noted which was treated with reopro. Reportedly the pt was stable one day post procedure.